Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) tested the unit and observed that there was drop in value of x4. To fix the issue, the fse replaced the helium regulator assembly and then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
The customer reported that during a service it was observed that the external helium of the cs300 intra-aortic balloon pump (iabp) was getting empty very fast. There was no patient involvement and no adverse event was reported.